Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis. On (B)(6) 2018 left sided deflation was observed. As a result, an explant was performed on (B)(6) 2018.

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. In addition to deflation, capsular contracture (baker's grade unknown) was also noted. The device was explanted and replaced with a mentor smooth round high profile 500cc saline prosthesis. The prosthesis was filled to 600ccs. No procedural complications were noted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 09/13/2018. Device evaluation summary: it was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor smooth round high profile 500cc saline prosthesis. On 7/18/2018 left sided deflation was observed. Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately < 0.1 cm within a crease on the anterior aspect. Also, a crease on the anterior aspect, extending to the posterior aspect of the device was noticed. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. The product evaluation team concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).